Event description:
It was reported that two weeks prior to undergoing a revision surgery, the patient presented with his inflatable penile prosthesis (ipp) device not working properly. The ipp pump and reservoir were replaced due to a "reservoir connection tube puncture" which is believed to have occurred after the device was in use. The old reservoir was not removed. A new ipp pump and reservoir were implanted.

Manufacturer narrative:
Device evaluation: product analysis confirmed the reported events related to "device malfunction". The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The tubing was identified to be cut down to the pump block resulting in an inability to confirm the tubing hole allegation. The pump was functionally tested. Pump failed deflation test. Product analysis confirmed a device malfunction with the pump.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump and reservoir were replaced due to a "reservoir connection tube puncture." The old reservoir was not removed. A new ipp pump and reservoir were implanted. Additional information received states approximately two weeks prior to surgery the device was not working properly. It is believed the perforation occurred after the device was in use.